Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issues. The device was opened and it was observed that there was widespread corrosion of plated contact surfaces and white flecks throughout the device and the returned batteries also had corroded contacts and white residue on them. Scanning electron microscopy (sem) and elemental analysis were conducted on the white flecks and identified it as nacl (salt), indicating that the corrosion was caused by salt contamination. This device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed some of the device's buttons did not work, including child mode, language, and shock buttons. Additionally, it was observed the device did not detect a patient connection through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.